Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer got into a car accident as they had no sensor readings. The customer was at 265 m/dl at the time of hospitalization, and 152 mg/dl at the time of the call. The customer used glucose tablets and was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also reported sensor signal not found and lost sensor alarms since (B)(6) 2018 and this is what led to the low incident. The sensor will be returned and an insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.